Manufacturer narrative:
Manufacturer entity, d3: corrected to s.e.r.f societe detudes recherche fabrication.

Event description:
Patient was revised due to impingement. Patient consequences: joint instability.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient was revised due to impingement. Patient consequences: joint instability.